Event description:
Patient was revised to address a periprosthetic fracture around the distal tip of the stem, which was also loose at both interfaces. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address a periprosthetic fracture around the distal tip of the stem, which was also loose at both interfaces. Depuy cement was used at the time of original implantation. Doi (B)(6) 2001 - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a complaint database search was not possible for the cement as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.